Manufacturer narrative:
Product analysis #234319157: brief description of complaint: there was smoke coming from the handpiece tips--saline was still flowing as normal. The smoke was different than the usual steam/vapor. No sparks were noted. Staff had the generator set to 190 watts and low flow. Investigation conclusion: the reported issue was not confirmed. The generator passed all functional tests, including rf outputs that are within product specifications. There were no functional issues identified and the "smoke" issue could not be recreated in the laboratory environment. Minor cosmetic damage to the bezel and top cover was observed, but without a functional impact. Replacing the bezel and top cover return the unit to acceptable cosmetic standards. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon noticed that there was smoke coming from the aquamantys device tips. Saline was functioning as intended. The smoke was different than the usual steam/vapor that is usually produced. There was no patient harm reported.

Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon noticed that there was smoke coming from the aquamantys device tips. Saline was functioning as intended. The smoke was different than the usual steam/vapor that is usually produced. There was no patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.